Manufacturer narrative:
The system and footswitch were examined by the company representative, which was discussed with the customer. It was decided that ¿feathering of the laser footswitch¿ was the most likely cause. The company representative recommended the customer to exchange the footswitch. The customer cancelled service. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the endo laser turned off twice during surgery. The system was rebooted to complete the case. There was no patient harm.